Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2021-17817. It was reported that both of the patient's l4 and l5 leads had migrated. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which both leads were explanted, but only the l4 lead was replaced, resolving the issue.